Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to a broken pulse wire at the rear therapy electrode causing the yellow gel fire to break. The root cause for the broken wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.